Event description:
It was reported that a patient was myelopathic and required a revision surgery to remove a secure-c endplate assembly (714.206s) and core (414.207s).

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Review of the post-operative and recent follow-up x-rays, showed the implant to be in a kyphotic position with minimal angular motion when comparing in flexion and extension. The returned device did not show any structuralor mechanical defect other than minor scratches and gouge marks that may have occurred during removal. The exact cause of the reported issue cannot be determined.